Event description:
It was reported that the patient underwent pump replacement due to loss of sufficient pain control. Also noted that there was "too much drug left in the reservoir than should have been at last refill". The pump contained dilaudid 7.1 mg/ml at a daily dose of 1.8 mg. A catheter dye study revealed that the catheter was intact. The patient recovered without sequela after implant.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.